Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2004, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprostheses. On (B)(6) 2011, imaging showed, the aneurysm sac appeared to increased from approx 68mm (pre-op 2003) to approx 80mm with no sign of an endoleak. On (B)(6) 2011, the devices were then relined using gore excluder aaa endoprostheses. Final angiography showed no sign of endoleak. The pt tolerated the procedure and is in good condition.